Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtb8, (imp,tsv,3.7,8,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant packaging outer vial green cap was cracked / broken. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1260199. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1260199 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging other¿ the customer did submit fourteen (14) images for the reported event (see attachments tab at ce level.) Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. (B)(4) and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, a packaging malfunction did occur. The implant's outer vial green cap was cracked while the green caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d9: device availability, g3: date received by manufacturer, g6: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported broken cap. Found during inspection of the received order.